Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The ports would not reach the appropriate temperature and the procedure was cancelled. Multiple attempts were made to gather further information to no avail.